Event description:
A patient underwent a totally thoracoscopic surgical ablation procedure with concomitant left atrial appendage exclusion (laae) using a prov45 device. The clip device was placed on the left atrial appendage (laa) and placement was visually confirmed to be fully across the base of laa. After the clip was deployed, the surgeon opened tip of appendage, and bleeding occurred. A second clip was placed distal to the original clip, which successfully controlled the bleeding. There was no reported device malfunction, and the adverse event was the result of a procedural complication.

Manufacturer narrative:
The device was not returned for evaluation however, a device history review was conducted and there is nothing in the product history record that would indicate that the devices were released with any non-conformances that would contribute to the subject complaint.